Manufacturer narrative:
Customer did not released results to the patient and discussed the issue with their lab director. Customer is aware different aliquots are considered different samples and therefore results cannot be compared.

Event description:
Customer reported 2 sars tma samples produced discordant results on the panther instrument (sn (B)(4)) using master lot 307201. Initial aliquots of both samples produced positive results and new aliquots produced negative results. Customer indicated the samples were retested because they were "back to back positives" in the run. Customer did not released results to the patient and discussed the issue with their lab director. Customer is aware different aliquots are considered different samples and therefore results cannot be compared.